Manufacturer narrative:
H.6. Investigation: four photos of bd bulk non-sterile boxes were received and evaluated. In the photos, it appeared the following box numbers did not have labels and were rejectable per product specification. The labels for bulk non-sterile boxes are applied manually. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A physical sample is required for a more thorough evaluation and potential root cause determination. It is unclear in the photos if the labels were applied and fell off or if the labels were never applied.

Event description:
It was reported that 4 cases of syringes 10ml ll bns were received without a manufacture label on them and found before use. The following information was provided by the initial reporter: "I am reaching out to possibly get a verification of a lot number and expiration date for an item (301029) that came into our warehouse without a manufacturer label. There were three cases out of the shipment that did not have the label and I just want to verify that the lot number is in fact the same."

Event description:
It was reported that 4 cases of syringes 10ml ll bns were received without a manufacture label on them and found before use.. The following information was provided by the initial reporter: "I am reaching out to possibly get a verification of a lot number and expiration date for an item (301029) that came into our warehouse without a manufacturer label. There were three cases out of the shipment that did not have the label and I just want to verify that the lot number is in fact the same."

Manufacturer narrative:
Additional information was received by the customer. The following field has been updated: b.4. Describe event or problem: it was reported that 4 cases of syringes 10ml ll bns were received without a manufacture label on them and found before use.. The following information was provided by the initial reporter: "I am reaching out to possibly get a verification of a lot number and expiration date for an item (301029) that came into our warehouse without a manufacturer label. There were three cases out of the shipment that did not have the label and I just want to verify that the lot number is in fact the same." H3 other text: see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 cases of syringes 10ml ll bns were received without a manufacture label on them and found before use.. The following information was provided by the initial reporter: "I am reaching out to possibly get a verification of a lot number and expiration date for an item (301029) that came into our warehouse without a manufacturer label. There were three cases out of the shipment that did not have the label and I just want to verify that the lot number is in fact the same."